Event description:
Patient's monitor did not alarm; however, it was noted that the patient had an erratic rhythm, which was obviously not this patient. This has happened multiple times with different patients on this date. Biomed advised and are working on the situation. Apparently this is a widespread issue with the dash monitors with software version 5.4. Additional fact findings: 1- rewind back to the original event of last summer. If you analyze the frequency of the qrs's on the graph paper you would come to the conclusion that it is not humanly possible, not even with a pediatric patient. This analysis was confirmed to be correct by ge. 2- the symptoms for these events are consistent with the original event. Ge has acknowledged the two issues to be the same. However what appears to be different according to ge is the cpu board manufacturing and revision versions. The original issue was related to cpu boards manufactured between january 2003 and january 2007. These events (seven current ones) occurred with dash monitors having cpu boards manufactured post january 2007.3- problem defined: according to ge this issue is definitely a dash problem, hardware related. It is not physiological/patient issue. It is caused by high network traffic overheating a component (ethernet chip) on the cpu board, which in turn causes the waveform to be condensed. The monitor does not alarm when this happens, since processing has already taken place. "Arrhythmia processing" would have seen the correct patient rhythm but somehow was displayed incorrectly by the dash monitor.4- one of the challenges relates to the newer cpu board type which do not accept original software version. The latest software version is not the same as older version causing potential for user interface errors.